Event description:
It was reported that the wound drain broke and approximately 7cm remained inside the pt. The break reportedly occurred when attempting to remove the drain following a hernia repair in 2000. The pt was taken to surgery to have the indwelling portion of the drain removed. No further complications were reported. Event was reported by the spouse of the pt.